Event description:
On (B)(6) 2021, we have been informed about an incident involving a dispersive electrode. An amputation procedure was performed at an unknown hospital in the czech republic. A monitoring dispersive electrode (model skintact wr21) and an erbe generator were used. The initial reporter has provided the following information: "on (B)(6) 2020, in the (B)(6) hospital ústí n. Labem, an operation of right leg amputation was conducted. The device vio 300 s (serial production no. (B)(6)) was used, neutral electrode dahlhausen ref. (B)(4) and neutral electrode cable blayco ref. (B)(4). The patient had hip prostheses on both of his lower limbs. The neutral electrode was placed on the right-hand side of the abdomen. The device settings were set to "otevrena "( pre-set mode with initial settings to "cut-effect 4, power limitation 150w, coag-effect 3, power limitation 120". In course of the operation, complications occurred non-functional cut mode. The operation theatre staff exchanged the handpiece and raised the power limitation within cut mode. The cut mode then became functional. After some while, an alarm of the isolation sensor occurred and the staff smelled some other kind of smell. The staff found a burned neutral electrode and 4th level burn sized about 5cm in diameter on the patient. The staff conducted treatment of the patient´s wound - dressing, and also changed the device, neutral electrode and neutral electrode cable for new ones. The subsequent completion of the operation was conducted without further complications." Later on we have been informed that "the patient has healed fully, the burn has been fully healed without further complications. The treatment was conducted right on at the operation theatre - betadine ointment, vaseline gauze and sterile gauze. Follow-up treatment was conducted by regular exchanging of vaseline gauze until achieving tissue granulation and epithelialization. There had not been any treatment of the skin before the neutral electrode application, the skin had been clear of disinfection or hairs."

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device was returned but in a state not suitable for any testing. We have requested additional information on the activation cycles during the cutting or coagulation mode and our customer informed us that the "incident has occurred during cutting mode - amputation of the right leg, therefore time of surgery was rather long. But exact cutting time is not known. Incident description also does not contain information about time, only information about setting (pre-set mode with initial settings to "cut-effect 4, power limitation 150w, coag-effect 3, power limitation 120". Power limitation within cut mode was raised afterwards)." No conclusion can be drawn on the provided information if the recommended maximum activation cycles have been followed. However, the information provided indicates that the IFU has not been followed. The IFU explicitly states: "not following these instructions may lead to burns, pressure necroses or other skin trauma during use. (...) If an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode. A contact quality monitoring system cannot work with a standard un-split [= non-monitoring] electrode and loss of safe contact between the neutral electrode and the patient will not result in an auditory alarm." The erbe vio 300 s generator offers such a monitoring system (nessy®). The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error at least contributed to the event.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device was returned but in a state not suitable for any testing. We have requested additional information on the activation cycles during the cutting or coagulation mode and our customer informed us that the required information will be available. We therefore will provide a follow up report.

Event description:
On (B)(6) 2021, we have been informed about an incident involving a dispersive electrode. An amputation procedure was performed at an unknown hospital in the (B)(6). A monitoring dispersive electrode (model skintact wr21) and an erbe generator were used. The initial reporter has provided the following information: "on (B)(6), 2020, in the (B)(6), an operation of right leg amputation was conducted. The device vio 300 s (serial production no. (B)(4)) was used, neutral electrode dahlhausen ref. 19.000.02.401 and neutral electrode cable blayco ref. 4200. The patient had hip prostheses on both of his lower limbs. The neutral electrode was placed on the right-hand side of the abdomen. The device settings were set to "otevrena "( pre-set mode with initial settings to "cut-effect 4, power limitation 150w, coag-effect 3, power limitation 120". In course of the operation, complications occurred non-functional cut mode. The operation theatre staff exchanged the handpiece and raised the power limitation within cut mode. The cut mode then became functional. After some while, an alarm of the isolation sensor occurred and the staff smelled some other kind of smell. The staff found a burned neutral electrode and 4th level burn sized about 5cm in diameter on the patient. The staff conducted treatment of the patient¿s wound - dressing, and also changed the device, neutral electrode and neutral electrode cable for new ones. The subsequent completion of the operation was conducted without further complications." Later on we have been informed that "the patient has healed fully, the burn has been fully healed without further complications. The treatment was conducted right on at the operation theatre - betadine ointment, vaseline gauze and sterile gauze. Follow-up treatment was conducted by regular exchanging of vaseline gauze until achieving tissue granulation and epithelialization. There had not been any treatment of the skin before the neutral electrode application, the skin had been clear of disinfection or hairs." No information about the duty cycles have been disclosed to us.